Event description:
During advancing the orbit rdfl complex fill coil (638cf0721), the coil stretched during adjusting for positioning in the aneurysm, therefore, another device was used with the same prowler 14 microcatheter (mc) to complete the procedure. No resistance occurred between the mc and coil system, or kinks were noted in the mc that may have contributed to the event. A constant and dedicated saline source was utilized at all times. Prior to use, the mc was re-shaped with the shaping mandrel use and steam, and without damages. The target site was the pcom.

Manufacturer narrative:
The orbit rdfl complex fill coil ((B)(4)) stretched during advancement when adjusting for positioning in the aneurysm. Another device was used with the same prowler 14 microcatheter (mc) to complete the procedure. No resistance occurred between the mc and coil system, the mc was not repositioned over the deployed coil, and no kinks were noted in the mc that may have contributed to the event. A constant and dedicated saline source was utilized at all times. Prior to use, the mc was re-shaped with the shaping mandrel use and steam, and without damages. The target site was the pcom. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was not received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched/kinked and it was still attached to the gripper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The cause of the kinks found on the device and the embolic coil condition (stretched/kinked) could not be conclusively determined. Neither the analysis nor the DHR indicates a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving from the facility. It is possible that procedural factors including aneurysm characteristics/device manipulation during positioning in the aneurysm contributed to the event. However, based on the available information, no conclusion can be made. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was not received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched/kinked and it was still attached to the griper. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The cause of the kinks found on the device and the embolic coil condition (stretched/kinked) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.